Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the hemopro 2 cannula was being used to dissect tissue or fact and the tubing got snagged on some of the tissue. The tubing came out of the device but did not detach. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. (B)(4).